Event description:
Device was returned for repairs. Report 1 of 1 (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician was found that safety interlock was defective and outer tube had a hole. Pre test repair test results showed failed rpm testing. Tube, plate fins, bearings, shaft, and interlock were replaced.